Manufacturer narrative:
Upon receipt of additional information, this event is no longer reportable via 3500a. This event is eligible for submission via asr (alternative summary reporting) exemption. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was removed due to a scratch on the optic. Additional information was requested.